Event description:
This represents the right side. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported unspecified side deflation. The device has been explanted.

Manufacturer narrative:
Initial reporter name and address: (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported unspecified side deflation. The device remains implanted.